Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Not returned to manufacturer.

Event description:
It was reported that during follow-up in clinic, atrial undersensing was observed. Af appeared to be predominant rhythm, and it was mostly being undersensed. Programming changes were made. Patient was fine.